Event description:
The pt fell from the table on the hexapod and injured himself. He was attempting to get off of the table and due to the height had to step onto the step stool. He misstepped and fell, bruising his knees.